Event description:
Reference number (B)(4). Event occurred in poland. On 11-sep-2024, it was reported that patient faced 4 infusion sets tube detachment and tube came apart. Insertion site was leg. Location of detachment at quick release connector. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: poland.